Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had fluid in the insulin pump. Customer's blood glucose was 148 mg/dl customer stated that he was throw in the pool. Customer reported the pump was exposed to fluid in the past with no moisture. Customer stated that the numbers are not ramping on their own and the scroll bar was not moving without input. Customer stated that there is no response from any button. Customer stated that the time is not showing and he was stuck on the time/date setup. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to a back-up plan.